Event description:
It reported that a pt underwent a total abdominal hysterectomy on (B)(6) 2010, and suture was used to close the rectus sheath using a continuous non-locking technique. On (B)(6)2010, the pt presented with suture unbraiding and underwent a procedure for re-closure the same day. The suture material had snapped in the middle, causing a herniation of small bowel through the defect in the rectus sheath and the skin. The ends were slightly frayed, but the knots at either end were secure. The pt recovered well post-operatively following the second procedure and was discharged home on (B)(6) 2010.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.